Event description:
This case is a solicited report from the united states regarding a report received from a pt via a specialty pharmacy. The pt was a (B)(6), a male who first received tyvaso (treprostinil) on an unreported date for an unreported indication. Inhaled treprostinil dosage and frequency at the time of the event was not reported. On (B)(6) 2013, the pt tried to use this rechargeable battery and smelled a burning smell. The pt then realized that the battery burned out. The action taken with inhaled treprostinil dose was not reported. The outcome of battery burned out: not recovered. (B)(4).